Event description:
Serious injury involving one person in 9,1997, pt was diagnosed by dr with corneal ulcer. Lens model/water content: focus visitint/55%; lot# unk; eye involved: unk; refraction: unk; duration of use (in months) wearing modality: unk; days lens; worn: unk last visit to dr prior to symptoms: unk; type of lens care systme used: unk, name of disinfection system used: unk; wash homemade saline used: no; days lens worn between cleaning and disinfecting: unk; days lens worn between cleaning and symptoms: unk; days between symptoms and calling dr; unk; self-treatment by pt: unk; hand washing before lens manipulation: unk; ulcer location: 12 o'clock mid periphery; visual acuity before symptoms: unk; visual acuity after symptoms: unk; results of culture: unk; results of corneal biopsy and/or scrapings: unk; diagnosis: corneal ulcer; treatment administered: unk; prognosis: unk.